Event description:
It was reported that the patients' right knee was revised due to lack of flexion. No further documentation will be provided to the sales rep from the hospital.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned to manufacturer.

Manufacturer narrative:
Corrected data: expiration date. An event regarding decreased range of motion involving a triathlon insert component was reported. The event was not confirmed. Device evaluation not be performed as no items associated with the event were returned. A review of the device history records was satisfactory. There have been no other events for this lot. The reported event was not confirmed , further information is required to determine the root cause. No further investigation is required at this time.

Event description:
It was reported that the patients' right knee was revised due to lack of flexion. No further documentation will be provided to the sales rep from the hospital.